Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had cardiac ablation and during that time the stored at/af (atrial tachycardia/ atrial fibrillation) egms (electrograms) from the implantable cardioverter defibrillator (ICD) show artifact on both atrial and ventricular lead. Intermittent atrial undersensing was also noted on rhythm strips. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.